Event description:
It was reported that during an attempted implant, the left ventricular (lv) lead became lodged in a catheter that had become kinked. The physician had difficulty removing the lv lead. Upon achieving an adequate pacing position of the lv lead, it was noted that the lead was unable to capture the heart at 10 volts with impedances of 2,000 ohms. The physician opted to remove and replaced the lv lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Additionally, there was blood on both the proximal and distal conductors of the lead and were not obstructed. Concomitant products: product ID 7120q competitor implantable tachy lead, implanted: (B)(6) 2011. (B)(4).